Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/25/2020. Additional information was requested and the following was obtained: please confirm that 1 suture detached from the needle swage during this one patient procedure. Is this correct? 1. It happened once in two different cases. How long was the delay in the procedure? 2. The delay due to re-grafting would be 15-20 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? 3. Fortunately no. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. 4. Alteration in treatment was that the first suture had to get cut out and then restarted the procedure with a new suture. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the suture detached from the needle swage in two different cases. Is there a 2nd file open for the 2nd procedure? If yes, please provide the pc number. If no, please create a 2nd file to capture the 2nd detached needle that occurred during a 2nd procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/26/2020. A second complaint file was opened to capture the second event. Related medwatch reports: 2210968-2020-09394.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/26/2020 additional information: b3, d4, h4, h6 a manufacturing record evaluation was performed for the finished device batch mlp991 and no non-conformances were identified. Additional information was requested and the following was obtained: what is the event day and procedure date? The event took place on the (B)(6) 2020. There is no product available for return. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that 1 suture detached from the needle swage during this one patient procedure. Is this correct? How long was the delay in the procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the initial procedure? CABG when did the issue occurred? Pre-op or intra-op intra-operatively. What do you mean by "needle keeps snapping of from the thread"? The suture material detached from the needle swage. Did the patient suffer from any consequence due to this issue? If yes please explain. No adverse events for the patient but the length of the procedure was extended with additional stress caused to the consultant surgeon and theatre team. What is the event day and procedure date? What is the lot number? Mlp991. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date; and a suture was used. During the procedure, the suture detached from the needle. There was an unspecified delay in the surgery. There were no adverse patient consequences reported. Additional information was requested.